Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedances and high pacing thresholds upon interrogation of the pacemaker and before a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. The ra lead was explanted and a new ra lead implanted, alongside with the new crt-p. The ra lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedances and high pacing thresholds upon interrogation of the pacemaker and before a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. The ra lead was explanted and a new ra lead implanted, alongside with the new crt-p. The ra lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.